Event description:
It was reported that when the patient was mowing the lawn he had stopped to empty the bag and had pulled the cord to start it again but it did not start so the patient pulled the cord again and he felt a strong pull on his neck. It was noted that following that the patient had a very sharp pain from the neck down to about the middle of his shoulder blades. It was further noted that the pain the stimulator was covering had come back. The patient¿s body was going through hot and cold. The patient was shaking and in a great deal of pain. It was noted this had happened about 45 to 60 minutes prior to this report. It was noted that the patient used the recharger to check the implantable neurostimulator (ins). There was a ¿call your doctor¿ icon. Clearing the power on reset (por) was unsuccessful. It was later reported that there was a por condition with a 0400 error code. It was noted that this had occurred two days prior to (B)(6) when the patient was mowing the grass. The patient experienced a shock or pain and the stimulation shut off. It was noted that this had caused the patient to fall to the ground and ¿cry like a baby.¿ the manufacturing representative interrogated the ins with the clinician programmer and saw that the battery was discharged. There was both an informational and warning por on the recharger. It was further noted that they were able to get a charging screen and charged up to 25% and por was cleared. An impedance check showed less than 50 ohms on 11. It was noted that contact was not used in programming. Patient was not getting stimulation in his foot. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported the patient pulled a lawn mower starter and when the implantable neurostimulator (ins) was explanted, they noticed a large dent on the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was replaced. The reporter stated the ins had a dent ¿like someone took a hammer and hit it.¿

Event description:
Additional information received reported that a triangle accompanied the por. It was noted that the manufacturer representative was able to clear the por. It was noted that the cause of the event was not determined. It was noted that the patient had no stimulation as a symptom. It was noted that the implantable neurostimulator (ins) was charged and the por was cleared. It was noted that an x-ray was taken but the reporter did not know the results. It was noted that an impedance test was performed and electrode 11 was ¿greater than¿ but not being used. It was noted that no malfunctions were seen. It was noted that nothing was explanted. It was noted that the reporter was unsure of about the therapy. It was noted that the patient was ok.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the battery had a reduced capacity due to overdischarge. Analysis of the lead with serial # (B)(4) found that there was no anomaly. Analysis of the lead with serial # (B)(4) found that there was no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.